Event description:
The event is reported as: the circuit is leaking from the cap that is attached to the pressure port. No pt injury reported.

Manufacturer narrative:
It is unk if the device sample is available for eval. Method: device history record review. Results: the device history record review showed no issues related to the reported complaint description. The device history record indicates that the product was assembled and inspected according to specifications. Conclusions: based on similar complaints the defect reported could be related to the component (pressure port cap) that is assembled on the manifold adaptor. A weak weld line could cause the leak. If the device sample is returned for eval or if additional info is received, a follow-up report will be submitted.